Event description:
The complainant has reported that a patient underwent a therapeutic colonoscopy procedure for diagnosis and treatment. The resolution clip device would deploy. Another of the same device was utilized to successfully complete the procedure. The patient did not sustain any complications or ill effects as a result of the deployment issue. The patient condition is noted to be 'ok'.